Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their stimulator is not working properly, since they got their newest implant, there is no pain involved but they have incontinence symptoms with dripping, urine is backing up, they have been catheterized (2 to 16 times since a year ago). Patient reported they are urinating 2 -3 times a day with only 2 6 cc's each time. Asked patient if their doctor knows it is not helping them and patient said they have been to the office and told a doctor about it but they did not do anything about it. Agent reviewed therapy information, and offered to assist pt to use their equipment to potentially make a therapy adjustment. Pt said they would have to find their equipment. Reviewed if they find it and charge it they could call back for further assistance. Offered and sent email with quick guide, and interstim information. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt said they would try to get an appointment.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their stimulator is not working properly, since they got their newest implant, there is no pain involved but they have incontinence symptoms with dripping, urine is backing up, they have been catheterized (2 to 16 times since a year ago) and had a uti. Patient reported they are urinating 2 -3 times a day with only 2 6 cc's each time. Asked patient if their doctor knows it is not helping them and patient said they have been to the office and told a doctor about it but they did not do anything about it, they gave the patient medicine for the uti. Agent reviewed therapy information, and offered to assist pt to use their equipment to potentially make a therapy adjustment. Pt said they would have to find their equipment. Reviewed if they find it and charge it they could call back for further assistance. Offered and sent email with quick guide, and interstim information. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt said they would try to get an appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.